Event description:
Attempted to inflate stryker non-sterile 18" tourniquet. Tourniquet would not inflate. Obtained new tubing from tourniquet to machine. Tourniquet would still not inflate. Removed tourniquet from patient.